Manufacturer narrative:
Section h6: results (c0de 300: other) device was not testable. Recreation of the reported complaint was not possible due to hardened crystallized contrast present in the inflation port. Attempts to inflate the balloon were unsuccessful. A review of the manufacturing data for this device found no aberracies. Engineering was not able to establish a root cause or corrective action due to the condition of the returned device. Qa will monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.

Event description:
The balloon would not deflate. No further details were provided. No pt injury reportedly associated with this event.